Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing via a wide intrinsic morphology. The shocks converted both the rate and the morphology of the rhythm. The sensing vector at the time of the shocks was set to the primary sensing vector. The patient has a potassium imbalance. Technical services advised some programming options and to get the potassium imbalance stabilized. There were no additional adverse patient effects. The system remains implanted.